Event description:
The reporter indicated the hhd was not fully charged on the display. The handheld would not turn on. A hard/soft reset was performed with no resolution. Troubleshooting did not resolve the issue. The MFR received the handheld for evaluation. Product analysis stated an analysis was performed on the flashcard and no anomalies associated with flashcard software or databases were identified during flashcard analysis. The flashcard and software performed according to specs. An analysis was performed on the handheld and no anomalies that support the reporter complaint were identified. No anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.